Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the device when the patient is laying down. Electromagnetic interference (emi) is alleged. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient was stable with no consequences.